Event description:
It was reported that the pump shut off unexpectedly three times in the last three months. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot issue with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.